Event description:
Pt called stating their infusion turned off. Walked pt through charging battery and restarting pump. Pt called back again stating pump turned off again. Discussed with dr. Order rec'd to have pt go to ER and have pump disconnected and port flushed with saline and then heparin. Pt notified and orders faxed.